Manufacturer narrative:
Visual inspection of the returned articular surface identified that the spine fractured off and was returned for review. Gouging was identified on one posterior corner of the spine. Backside wear was identified for the articular surface in addition to discoloration and pitting on the proximal surface. The anterior edge was gouged, likely the result of removal. The articular surface was autoclaved prior to being returned, therefore, an accurate inspection of the product dimensions could not be performed. Device history records were reviewed and no deviations or anomalies were found. Review of discharge summary from primary surgery confirms pt underwent a left total knee arthroplasty due to osteoarthritis. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Physical examination notes indicate that there is no gross instability to varus or valgus stress testing. Final report notes indicate the pt felt a pop about two weeks ago in his knee. X-rays were taken and reported to show the metal components in place, but the concern was that the articular surface may have broken. The pt's pain and swelling persists. It was determined to complete an exploratory arthrotomy. The package insert states that "fracture/damage of the prosthetic knee components or surrounding tissues" is an adverse effect. A product history search revealed no add'l complaints against the related part and lot combination. A definitive root cause cannot be determined.

Manufacturer narrative:
A product history search identified no other complaints for the part and lot combination of the tibial component. Office visit notes dated (B)(6) 2011 state that x-rays showed well aligned total knee components with no evidence of complication. Operative notes from the revision surgery indicate that the articular surface post was floating in the joint and was retrieved. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient felt a pop in his knee. The knee was unstable and patient was revised. Upon removal articular surface was found to be broken.

Manufacturer narrative:
This report will be amended when our investigation is complete.